Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "no active sensor" message on the same day the freestyle libre 2 sensor was applied and was therefore unable to obtain readings. As a result, the customer experienced a loss of consciousness and was taken to a hospital where a reading of 25 mg/dl was obtained on an hcp meter. Customer was diagnosed with hypoglycemic and administered an "glucose shot". Therefore, based on the information provided, there is no indication that an adc device contributed to a serious injury. No report is required.

Event description:
A customer received a "no active sensor" message on the same day the freestyle libre 2 sensor was applied and was therefore unable to obtain readings. As a result, the customer experienced a loss of consciousness and was taken to a hospital where a reading of 25 mg/dl was obtained on an hcp meter. Customer was diagnosed with hypoglycemic and administered an "glucose shot". Therefore, based on the information provided, there is no indication that an adc device contributed to a serious injury. No report is required.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the returned sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Visual inspection performed on the sensor plug assembly and no failure modes observed. Sim vivo test was performed and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.